Event description:
It was reported that patient presented in-hospital due to endocarditis. Low impedance was observed. X-ray revealed externalized conductor. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead insulation was abraded.